Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that she purchased the u by kotex sleek regular absorbency tampons. Upon removal the tampons unraveled. Consumer indicated she had been feeling sick, but did not seek medical attention. Retrospectively she believes it was most likely tss.